Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned sensor was evaluated. During continuity testing, the sensor had an open in the emitter assembly. A ¿replace sensor" error message was displayed on the lab monitor during functional testing.

Event description:
The customer reported via the medwatch report "o2 saturation probe stopped working. It was unplugged and plugged back in and tried another limb. The red light did not come on". There was no patient impact or consequence reported.